Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The report was mailed to FDA on 06/05/2014. (B)(4).

Event description:
A nurse reported experiencing occlusion issues during a procedure; however, the case was completed. There was no harm to the patient. Additional information has been requested.